Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An 8.0x100mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and deployment was initiated, however, the thumbwheel could only be turned with considerable force and the stent could not be released. The delivery system with the stent intact, was removed from the anatomy and another stent was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the noted blood inside the tip, inner member and sheath has prevented the shaft lumens from moving freely; resulting in the reported/noted thumbwheel difficulties and the reported/noted difficulty deploying the stent; however this cannot be confirmed. The noted stent implant struts partially deployed likely occurred during handling and/or shipment back for return analysis. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.